Manufacturer narrative:
The insulin pump had no button response due to flattened act keypad dome. It was unable to perform the displacement test due to keypad anomaly. Keypad connector found close properly during visual inspection. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. (B)(4).

Event description:
Customer's mother reported via phone call that the customer stated the insulin pump was not functioning but did not give any details. Customer's mother stated that there might be moisture under the screen and when trying to go through the menu, she found the down button was unresponsive. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.